Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a cannula issues of with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within three or more hours after insertion for all events. Infusion set was used for overnight. The insertion of site was the upper left arm. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient changed infusion set and gave correction shot via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.